Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient developed phrenic nerve palsy (pnp) which was detected by pacing/ palpate and compound motor action potential (cmap). The case was completed with cryo. At discharge, the patient was asymptomatic, but the injury was still present. No further patient complications have been reported as a result of this event.